Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain /severe pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, asthma, depression, asthma and migraine. Concurrent conditions included urinary frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse/ painful intercourse/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("severe, lower back pain (even when not menstruating)"), arthralgia ("severe hip pain") and uterine pain ("severe uterine pain"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain lower ("severe abdominal cramping\ lower abdominal pain"), toothache ("painful teeth"), abdominal distension ("severe bloating"), migraine ("worsening of her migraines"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("topical rashes"), erythema ("redness"), abdominal mass ("bumps on abdominal area"), weight increased ("weight gain") and gingival pain ("painful gums"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, pelvic discomfort, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, toothache, abdominal distension, migraine, depression, anxiety, rash, erythema, abdominal mass, fatigue, weight increased and gingival pain was resolving and the vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival pain, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve removed. This painful and invasive procedure was performed. Since her removal surgery, her symptoms have mostly resolved, though some remain the essure placement substantially occurred on the patient¿s right hand side under standard precautions with no complications and two coils noted. Then the procedure occurred on the patient¿s left hand side in similar fashion with two coils noted. A survey of endometrial cavity was again normal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion; on an unknown date: confirmed coils were properly placed . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 12-jul-2018: events: bladder or urinary problems or changes, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract, bladder or urinary problems or changes were added. Concomitant disease, lab data were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain /severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse/ painful intercourse"), pelvic discomfort ("discomfort"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping\ lower abdominal pain"), back pain ("severe, lower back pain (even when not menstruating)"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), toothache ("painful teeth"), abdominal distension ("severe bloating"), migraine ("worsening of her migraines"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("topical rashes"), erythema ("redness"), abdominal mass ("bumps on abdominal area"), fatigue ("chronic fatigue"), weight increased ("weight gain") and gingival pain ("painful gums"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, pelvic discomfort, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, toothache, abdominal distension, migraine, depression, anxiety, rash, erythema, abdominal mass, fatigue, weight increased and gingival pain was resolving. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival pain, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, toothache, uterine pain and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve removed. This painful and invasive procedure was performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 5-sep-2017: lawyer added, lab data added, product start and stop date updated, surgery and intervention added for event pelvic pain and event outcome of events were added, reporter causality comment added and events event abnormally severe menstrual pain; severe abdominal cramping (even when not menstruating), severe, lower abdominal pain (even when not menstruating); severe, lower back pain (even when not menstruating), severe hip pain, severe uterine pain, abnormally heavy menstrual bleeding; painful teeth; painful gums; severe bloating, worsening of her migraines, worsening of her depression, worsening of her anxiety, topical rashes, redness, bumps on abdominal area, chronic fatigue and weight gain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.